Event description:
The technician alleged that the brakes will set but not hold. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters and brake steer caste to resolve the issue.